Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the reported information stated that the device may have been increased to a flow rate of 12ml/hr which would increase flow; however, this cannot be confirmed. The infusion start and stop times were not provided and cannot be confirmed. The device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. In addition the lot number was unavailable therefore a review of the DHR could not be performed. Should additional information pertinent to this event become available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device was not returned for evaluation.

Event description:
It was reported by a pharmacist to the sales rep that a pump infusion ended sooner than expected. The infusion was expected to infuse in 66 hours; however, the infusion ended in 31 hours. The hospital normally sets the saf to 6ml/hr and leaves it at that setting; however, the pharmacist is looking into the incident due to the possibility of the saf being turned up to 12ml/hr. The patient's infusion occurred while in the hospital and the incident occurred on (B)(6) 2015. The device was discarded and is unable to be returned for evaluation. No adverse event or injury occurred with the patient. No other patient or procedure information available.